Event description:
It was reported that one day post implant, the patient received an inappropriate shock and the right ventricular lead had dislodged. Attempts to reposition the lead were unsuccessful, and it was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.